Event description:
The user facility reported that during a patient procedure their 5085 harmony surgical table began to tip while the table was being put in trendelenburg position. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician inspected the table and found no issues with the function or operation; the table was confirmed to be operating to specifications. The reported event was unable to be duplicated. The 5085 harmony surgical table was returned to service, and no additional issues have been reported.